Manufacturer narrative:
On 10/21/2019, it was noticed that the h6. Patient code of 3191 (no code available) used to represent the surgical intervention was inadvertently omitted from the 3500a initial MDR. As such, the h6. Patient code has now been added. Manufacturer's ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(6). Biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: MFR # 2029046-2019-03710 for product code d134805 (cardiac tamponade against the thmcl smtch sf bid, tc, d-f). MFR # 2029046-2019-03711 for product code fg540000j (map shift against the carto 3 system).

Event description:
It was reported that a patient underwent ventricular tachycardia (vt) ablation procedure using two (2) pentaray nav high-density mapping eco catheter, one (1) thermocool® smart touch® sf bi-directional navigation catheter and a carto 3 system and suffered a cardiac tamponade requiring pericardiocentesis and a product malfunction of a map shift with the carto 3 system. During mapping in the right atrium with pentaray nav high-density mapping eco catheter #1, the visualization of the spine became unstable. The visualization matrix had the spines going on and off even within the normal range. So, the cable was changed and the catheter was reconnected but the issue continued. When metal value was checked, value of the catheter which was connected to the 20a port was displayed over 1000. Then, the catheter was changed to pentaray nav high-density mapping eco catheter #2 and the issue improved but the phenomenon of intermittent disappearance of the pentaray nav high-density mapping eco catheter¿s spine continued. After that, it was confirmed that the acquired geometry and visitag were shifted diagonally and downward. It was also reported that during ventricular tachycardia (vt) ablation in the left ventricle, a perforation was noticed after a significant decrease in blood pressure and confirmation of pericardial effusion by echocardiography. The ablation procedure was urgently cancelled. There was no sign of perforation at the time of exchanging the pentaray nav high-density mapping eco catheters. The perforation sign was noticed when the map shifted. Drainage was performed using open heart surgery to remove unspecified amount of fluid. The patient¿s condition was later reported as stable. The physician¿s opinion about the causality of the event is that the map shift may have contributed to the event. The customer¿s reported visualization issues are not considered MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. However, this complaint is reportable for the serious injury of cardiac tamponade and the malfunction of map shift.

Manufacturer narrative:
On 10/3/2019, biosense webster inc. Received additional event information. It was reported that the physician commented that although there're no direct relationship with bwi product, the physician could not deny that the geometry and visitag shift affected the understanding the position and may have contributed to the event. Intervention included pericardial drainage with the thoracotomy procedure. The adverse event was reported as occurred during ablation phase. The patient¿s diagnosis pre-procedure was ventricular tachycardia (vt) and it induced hemodynamic failure and needed direct current cardioversion during the procedure. In regard to the map shift, it was reported that the physician did not notice any error messages as the physician was trying to address the cardiac tamponade. The map shift occurred during the ablation and although cardioversion was performed the timing of the cardioversion is unclear. Based on the additional information, the file remains MDR reportable. Manufacturer¿s ref #: (B)(4).